Event description:
On (B)(6), we have been informed by (B)(6), about skin redness and in some cases even ulcerated lesions after a short time when ECG electrodes were used. The hospital reported that the problem is not related to a specific lot, so the hospital reported the problem for the 7 lot numbers received: 30115-0244, 20404-0242, 30413-0256, 30402-0241, 30610-0244, 30614-0247, 30611-0245. No info on the practice of skin preparation, the duration of wearing the electrodes, the absolute number of complaints and the treatment of the irritations have been made available until the date of this report.

Manufacturer narrative:
The retained samples of the same lots have been inspected visually and tested mechanically. The mechanical tests were performed on 3 retained samples from each lot number. All samples were found to perform within limits. The actual measured values correspond to the initial measured values right after the production. The gel's ph value of those samples were also measured and found to be within limits. The adhesive performance of each lot was also tested for 4 hours of a test person. No faults could be detected. At this stage not enough info is available to reach a conclusion. We will continue to ask for further info. This report is sent to FDA as a precaution. We are not entirely sure a reportable event has actually happened as the info about the skin treatment necessary was not specified.